Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 228 mg/dl and hyperglycemia. The customer had no symptoms and treated with the pump. Customer indicated that their doctor has not been contacted and their blood glucose value was 156 mg/dl at the time of the call. Troubleshooting found that this was a past event that happened in (B)(6) of 2017. Troubleshooting was performed and found that the pump was cracked at the battery compartment. Customer declined to further troubleshoot and was advised to call back if further assistance is needed.